Manufacturer narrative:
(B)(6). The lot was manufactured from june 09, 2020 ¿ june 15, 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A folfusor sv (small volume) was returned for sample evaluation with a ruptured bladder. The device was filled with fluorouracil in sodium chloride 0.9%. The issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.